Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had their device explanted due to an infection at the ins site. The patient believed that the infection began 2 weeks prior but was not completely sure. There was also swelling at the ins site. The patient was not admitted to the hospital but was given 2 rounds of antibiotics prior to surgery. There were no known device issues and no additional patient complications.